Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: distractor tip broke during insertion. On (B)(6) 2013, the surgeon used the screwdriver with a distractor tip to insert a screw. He leaned the screwdriver against the soft tissue to get access to the pedicle. When he pushed against the soft tissue the end of the tip gave way and broke. The broken parts were retrieved. This is of 2 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A subject device has been received and is currently in the evaluation process. A review of the device history records has been requested.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition.

Event description:
This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Screw received in assembled condition with nicks and scratches on the sd25 face and visual distortion to the sd25 form. The screw also has approximately 25 percent peeled m6.5 x 0.75-6h thread. All described nonconformities are post manufacturing. M6.5 x 0.75-6h thread could not be measured because damage that was documented in the as received condition.